Manufacturer narrative:
Two 72201494 ultra-fast-fix ab curved needle delivery system devices reported on. They were used for treatment. Two complaints were generated and they share an issue. The complaint stated: ¿the suture knot can't tighten knots after t1 and t2 were secured at meniscus.¿ neither of the devices had suture or their anchors returned. One device had its advancement lever was fully forward. The other did not yet. This style device requires user controlled manual actions to physically advance, position and deliberately strip each anchor off the needle individually. This product has no automatic deployment mechanism or true deployment. Control of suture and anchors are both manual actions. Instructions for use explains step by step, detailed positioning, direction and relationship of needle to suture based upon type of repair. Inadvertent knotting or unintended placement of the needle for particular type of repair, may inhibit proper securing of anchors. In addition, the manual actuator lever requires full positioning at the distal tip for successful stripping of anchors. This did not occur for one of the two items returned. Per instructions for use: ¿it is normal to encounter resistance prior to achieving the ready position. A snap or click will be heard when the trigger is fully advanced, ensuring that the implant is fully seated at the end of the needle.¿ no mechanical issue was found; the manual actuator was found functional. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution. Second device was submitted under report number 1219602-2019-01251.

Event description:
It was reported that during a meniscus repair surgery, it was found that the suture knot can't tighten knots after t1 and t2 were secured at meniscus. Ts were removed. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.